Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for pre-cardiac pain which they had experienced for 2 years, aggravated for 5 days. A 3.0x38mm xience prime stent was implanted in the proximal left anterior descending coronary artery (lad) on (B)(6) 2014. The patient was discharged on (B)(6) 2014. Medication was provided. On (B)(6) 2018, the patient was hospitalized for pre-cardiac pain. Intervention was performed and medication was provided. The patient was discharged on (B)(6) 2018. No additional information was provided.